Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be determined with the available information. No additional information has been provided by the healthcare provider. The subject device is not available for evaluation, as it remains implanted in the patient. However, this event was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a bioprosthetic aortic valve underwent a valve-in-valve procedure due to unknown reasons. Implant duration of the pre-existing surgical valve is approximately 18 years. The failure mode was not provided. An edwards transcatheter valve was implanted without difficulty. No other details at this time.